Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI:(B)(4), serial: (B)(6), batch: a000155746. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported following a trial implant procedure on (B)(6) 2024, the patient experienced a headache. Surgical intervention took place on (B)(6) 2024 wherein the leads were explanted to address the issue. A blood patch was performed and it unknown if the patient had a cerebrospinal fluid (csf) leak.